Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, not priming the line completely is a known cause of the reported issue. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set and warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The patient is also instructed to verify that the patient line is properly primed before connecting. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm on a homechoice device, it was determined that the patient connected to the patient line before priming the line. The patient had kept the patient line clamp closed during priming. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.